Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise, out of range low impedance, and high capture threshold during an elective device replacement procedure. No lead anomalies were observed on the x-ray image. The lead remains implanted and active. The patient was stable post procedure.